Event description:
Aventis case ID: (B)(4). Initial info received from a physician via a company sales rep on (B)(6)-2008: a pt, age and gender not specified, received treatment with poly-l-lactic acid (sculptra) (treatment dates not specified.) The pt developed a nodule on their left upper cheek. The nodule is reported to be under the skin, but is still visible. No additional medical info was reported.

Manufacturer narrative:
Additional info for sculptra (lot # and exp date - not provided) from product technical complaint report case ID (B)(4) dated (B)(6)-2008, received by (B)(6) on (B)(4)-2008: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable.